Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca). A 2.75 x 8 mm xience alpine stent delivery system (sds) was advanced through a previously deployed stent in the proximal rca; however, during the attempt to advance to the distal lesion, the guiding catheter deep seated and the stent dislodged at the distal edge of the deployed stent. Another stent was used to crush the dislodged stent against the vessel wall in a non-diseased segment of the vessel. A new sds was used to treat the target lesion to complete the procedure. The patient is doing fine. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.